Manufacturer narrative:
The reported event of a drill breakage could be confirmed. The visual inspection revealed that the drill helix of the returned drill has been broken off near the shaft. The broken off fragment could not be retrieved and was not returned. Within the microscopic investigation at the fracture area plastic deformations and typical secondary cracks are visible resulting from too high torsional and/or bending forces during application. Furthermore, the fracture surface shows the appearance of a ductile forced rupture also caused by too high torsional and/or bending forces. Moreover, in order to check the hardness of the drill a hardness measurement was performed. The measured hardness values of the returned drill meet the specification. Based on the investigation the root cause of the drill breakage was attributed to a user related issue due to applying too high forces during application. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that the twist drill broke intra-operatively. A backup drill was used to successfully complete the case.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the twist drill broke intra-operatively. A backup drill was used to successfully complete the case.